Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps had tearing in the conductor wire insulation. The customer used a backup instrument of the same kind to continue. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the central processing staff and obtained the following additional information: the black insulation was stripped without a full breakage. There was no loss of cautery and no sign of thermal damage. The issue was found after procedure and during central processing. No photo images of the damage was available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(4) bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the instrument has one of the conductor wire dislodged from the grip-crimp location. The conductor wire end is exposed as a result. The wire insulation was not damaged and the instrument passed electrical continuity test. The root cause of this failure was attributed to a component failure. A review of the device logs for the (B)(4) bipolar forceps (part# 471172-16 / lot/serial# k10211028-0304) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) there were 9 uses remaining after this last usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.